Event description:
Patient reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified the weight the device within specification, white particles on the surface of the shell, and crease flat. Based on the device analysis the final assessment is: no issues found related with the manufacturing."

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional subsequently confirmed "baker grade IV." Device has been explanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.